Manufacturer narrative:
Additional patient information was received from the reporter. A1, patient identifier is (B)(6), a3, gender is m, a4, weight is 205 lbs, and a2, date of birth is now (B)(6) 1983.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer was contacted but the device was not returned for evaluation. Therefore, the reported issue could not be confirmed, and no root cause was able to be determined. The device remains in service with the customer.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock. This issue is patient related; however there was no adverse patient outcome reported.